Event description:
The hospital reported that the distal insufflation tube on the vasoview 6 pro came off the cannula, after they hooking it up to the co2. This was after dissection but prior to dividing branches. The device was not in the leg during this time. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the scope wash connector tube at the distal end was dislodged from its original location and returned. The handle on the device was open to verify cycle of adhesive, there was evidence of adhesive around left and right rib, also on the scope wash tube. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).